Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The DHR for lot 0014645 has been reviewed. One related qn was found. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that nexiva 20 ga x 1.00in sp with maxzero had a safety mechanism failure. The following information was provided by the initial reporter: material no: 383556 batch no: 0014645 it was reported via medwatch report that the needle would not release from the catheter after insertion. Event description per medwatch report states: ed nurse went to start an IV on a pt. The catheter would not release after the needle was inserted. (The needle would not release from the catheter) nurse had to get a new IV catheter which resulted in sticking the patient twice. FDA safety report id3 (B)(4).

Manufacturer narrative:
Initial reporter name and address: is unknown. (B)(6) has been used as a default. The initial reporter also notified the FDA on 17 march, 2021. Medwatch report # mw5099541 report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20 ga x 1.00in sp with maxzero had a safety mechanism failure. The following information was provided by the initial reporter: material no: 383556 batch no: 0014645. It was reported via medwatch report that the needle would not release from the catheter after insertion. Event description per medwatch report states: emergency department nurse went to start an IV on a pt. The catheter would not release after the needle was inserted. (The needle would not release from the catheter) nurse had to get a new IV catheter which resulted in sticking the patient twice. FDA safety report id3 (B)(4).